Event description:
Pt called back stating they received the follow up letter. The letter was asking for the serial number of rtm. The letter was also telling pt to circle the disposition of exact rtm (recharger) that pt may have used. Pt said there was nothing on the letter to circle. Pt explained their device was not charging. Pt could not get a hold of the representative (rep) and called patient services and received the controller replacement and sent the old one back. Pt reported they still had recharging issues. When trying to recharge pt kept getting poor recharge quality. The implant did not go to 100%, the controller would say to charge the battery pack again. Pt would charge the controller to 100% and then had to charge ins again and then controller again. It was taking so long to charge, 2 days, between charging the controller and implantable neurostimulator (ins) and pt never reached 100%. On the call pt was using their device and kept getting poor recharge quality. Pt also mentioned their stimulation needed to be tweaked. Pt felt stim in some places and did not in other places. "When I tell you I do not sleep, I do not sleep at at all. This pain. I cannot describe it." Pt mentioned they did not want to turn off stim when driving, if pt turns it off they will die. Reviewed guidelines. Pt said they understood because even when pt was in a chair and can turn a certain away, stim can go up or down, sending a 'jolt'. Pt mentioned they recently replaced the recharger as the wires at the end were exposed and pt was getting shocked from the paddle. It was hurtful, felt like electric current through their body. Agent did not find any previous call about rtm replacement. Pt said patient services told them not no need to send it back and to dispose of it. Pt stated if they turned ins off, they will die. One time ins was in red and it scarred the life out of the patient. Pt said they were very irritated about not being able to get a hold of the rep. Pt kept trying to get a hold of the rep saying the charging problem was serious and got no response. Reviewed the role of the rep and the process of contacting the rep. Pt reported they had anxiety and it was out of control. On the call pt was crying and was all over the place. A request was sent to repair to replace the recharger and battery pack.

Manufacturer narrative:
B5 : updated with additional information h6 : codes updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_recharger_acc, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was pinching and shocking. Caller reports they has anxiety issue/emotional distress. Caller reports she reached out to manufacturer rep, today and have not return a call. Caller is crying on the phone. Caller reports they are now seeing poor recharge quality. Troubleshooting perform. Suggest using the recharging belt. Continue to see poor recharge quality. Caller reports recharger telemetry module (rtm) was shocking them. They sent email sent to repair.